Event description:
Lens was explanted after a haptic came off and was replaced with another lens.

Manufacturer narrative:
Haptic loop pull strength test was performed on the remaining haptic and was found to meet iso 11979-3 requirements.